Event description:
Customer's daughter reported that on (B)(6) 2011 while customer was playing with her grandson she began to experience confusion, dizziness, a loss of balance and diarrhea, but was unable to test her glucose due to receiving an e-6 message on the display of her adc blood glucose meter. Paramedics were called and administered glucose via intravenous infusion. Customer self-treated with orange juice and butterscotch candy. Customer was not transported to a healthcare facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service it was revealed the meter's date and time were not set correctly. This may result in the meter misreading the test strip as being expired.